Event description:
A physician attempted an arteriotomy closure using a starclose vascular closure system after an interventional procedure. A hair was inside the sterile package. The physician used another device and closure was achieved with the second device.

Manufacturer narrative:
Based on the returned sterile device investigation, abbott found particulate contamination inside the pouch. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".